Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2005 and mesh was implanted due to recurrent incisional hernias of the left lower quadrant abdomen. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced atrophic vaginitis, urinary urgency, frequency, urge incontinence, dyspareunia, nocturia, vaginal bleeding, and vaginal discharge.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.